Manufacturer narrative:
Concomitant medical products: dtmb1d1 crt-d, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse, that the patient's abdomen and chest have been "jumping" a few weeks after their device was implanted. Additional information received indicated approximately three weeks later, the patient was seen in clinic for a device check. The device system was noted as functioning normal. Diaphragmatic stimulation was noted, and settings were re-programmed to resolve the diaphragmatic stimulation. The left ventricular (lv) lead remains in use. No further patient complications have been reported as a result of this event.